Event description:
It was reported that the event involved a male patient during use in the intensive care unit. Indication for use: difficulty of coming off heart/lung machine. Device used together with iabp: pcps. The intra-aortic balloon (iab) was prepped per instructions for use. The stylet was removed from the iab just prior to the md inserting the iab through the teflon sheath via left femoral artery with no issues. Approximately nine days after pumping was initiated, the pump gave "possible helium loss (2)," "possible helium loss (3) alarm" and the pump stopped. Blood was observed in the gas drive tubing. As a result, the md attempted to remove the iab. During the removal, there were clots at the tip of the balloon. The balloon was cut to remove the clots and the iab was removed from the patient successfully; there was no need to surgically remove the iab. According to the user, the clots seemed to be pushed to the tip of the balloon as the balloon was pulled into the sheath for removal. It was replaced with a competitors iab via the same insertion site successfully. The arrow iab was out of stock. The pump did work appropriately, and it will not be checked. There are pump strips available. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an approximate fifty minute delay or interruption in therapy with no harm to the patient. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.